Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility a s321 (motor error-pmc, left) malfunction alarm code was noted. No additional info was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing a s321 malfunction alarm code was noted. The probable cause of the s321 malfunction code was the mechanism assembly. The mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.